Manufacturer narrative:
The device was returned to olympus for evaluation. The reported complaint was confirmed. The distal end portion of the aspiration needle was observed broken off at the distal portion of the device. In addition, multiple kinks/bends were observed on the working length, right below the protective plate and distal end side, which causes restriction when advancing the needle from the distal end side. The damage to the device is due to excessive stress and force applied during use. The instruction manual contains several warning statements in an effort to prevent damage to the device. "Before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Do not force the instrument if resistance to insertion is encountered. Reduce the angulation of the endoscope until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. Do not apply bending force to the handle section. It could also damage the endoscope and/or the instrument."

Event description:
Olympus was informed that during an unspecified procedure, the needle broke while inside the patient's lung. The physician retrieved the broken component from inside the patient's lung using forceps. A different but similar device was used to complete the procedure. No patient injury was reported.